Event description:
It was reported that the glass vial shattered on opening. There was no delay to surgery as another pack was opened. The item is no longer available for return as it was broken glass which was disposed of safely.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received, ¿I have just received another similar complaint on same product, same lot number as previously reported on (B)(6) 24 (B)(4). Again, as it was broken glass the faulty item has been discarded and is unavailable to return for analysis. The customer now wishes to remove all product cmw2 40g they hold with this lot number and organise a replacement with a different lot number.¿ a manufacturing record evaluation was performed for the finished device product code-3325040, lot - 4360235 and no non-conformances / manufacturing irregularities were identified. Manufacturing date: 23 jan 24, expiry date: 31 dec 26, quantity: (B)(4), product checked: retained samples. Required testing: tm-t150 cement setting time there are two non-conformances associated with this lot. On review of the applicable nc¿s it has been identified that the nc would not have contributed to the complaint event the samples returned were tested in a temperature and humidity-controlled laboratory . Lot: 4360235 dough time: 44s (spec: max 01 min 30s) mix characteristics: firm setting time: 04 min 22s (spec: 04 min 00s to 06 min 00s). The cement mixed and behaved as expected for the product type and met the appropriate control specification. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device product code- 3325040, lot - 4360235 and no non-conformances / manufacturing irregularities were identified.